Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Iliofemoral graft and clips from a prior arteriotomy were noted at the access site. Reportedly, resistance was noted during removal of the device. The lever was retracted; however, the foot would not retract and became separated. Additionally, the proglide device broke off at the junction between the metal and black sheath inside the patient, becoming a foreign body. The patient was sedated and additional anesthesia and antibiotics were administered. A cut down was performed to retrieve the foreign bodies (separated portions of the proglide device) followed by a complicated surgical procedure with open laparotomy. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela reported. No additional information was provided.